Manufacturer narrative:
Details of the complaint on (B)(6) 2018, customer at (B)(6) health memorial reported issues taking blood pressure on the bedside monitor (mu-631ra sn: (B)(6) ). The unit's systolic reading was consistently lower than the expected value. The unit failed manual checks. Service performed exchange; nka repair center evaluation of the unit: the unit was cleaned and decontaminated. The model, serial number, and all labels were verified and battery included. Verified complaint the reported problem of ( unit is having issues taking blood pressure, systolic consistently reads low no matter what input unit is used.) Was duplicated. Our evaluation found systolic read 20mmhg below simulation signal. Nibp systolic displayed (108/80) mmhg when the unit ran with vitalsimcube sc-3 at (120/80mmhg). Nibp systolic displayed (168/120) mmhg when the unit ran with vitalsimcube sc-3 at (190/120mmhg). The same simulation simulated with the known good mu-631ra-l nibp systolic displayed (119/79) mmhg when the unit ran with vitalsimcube sc-3 at (120/80mmhg). Nibp systolic displayed (189/119) mmhg when the unit ran with vitalsimcube sc-3 at (190/120mmhg). There were scratches on touch screen. Damaged pictures uploaded in notification folder 112019 300150288. Investigation conclusion: the probability that the issue will occur is determined to be rare ((B)(4)). The severity of the issue is determined to be moderate. The overall risk of [low systolic reading for the mu-631ra] is medium. From the information currently available, the root cause could not be determined. This ticket will be updated once further information is available from the manufacturer nkc. Additional information: b4. Date of this report. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? Additional information. Device evaluation. H3. Device evaluated by manufacturer? H6. Event problem and evaluation codes. H10. Additional manufacturer narrative. The following fields are not applicable (n/a) to this report: d4 lot # & expiration date.

Event description:
The biomedical engineer (bme) reported that the bedside monitor (bsm) gave low systolic nibp readings.

Manufacturer narrative:
They would like to send the unit in for repair. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the bedside monitor (bsm) gave low systolic nibp readings.